Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A new cartridge was able to be successfully loaded onto the pump and the customer resumed insulin delivery. In addition, the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support showed the pump battery dropped 25% in 40 minutes and subsequently shut off due to insufficient power. Customer's blood glucose level was 127-210 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed. However, a different issue was found.